Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('psychological or psychiatric problems condition: pain/ pelvic pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, allergic rhinitis, sleep apnea, dvt prophylaxis, spotting vaginal, lymphadenopathy, axillary mass, pneumonia, arthritis, bronchitis, stomach ulcer, environmental allergy, sciatica, nausea, vomiting, dermatitis, hearing loss, peptic ulcer disease, back pain, neck pain, peripheral neuropathy, bladder disorder, adenoidectomy, myringotomy, breast reduction (breast reduction bilateral breast biopsy), polyneuropathy, nicotine dependence, adenomyosis, cervical cancer and paratubal cyst. In 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2008, the patient experienced depression ("depression"). In 2011, the patient experienced urinary tract infection ("uti increase/infection: increase in uti's"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction"), endometriosis ("autoimmune disorder type of disorder : endometriosis/autoimmune disorder type of disorder : endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs worsened") and cervical dysplasia ("other injury(ies) or complication cervical dysplasia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), salpingo- oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and irritable bowel syndrome had resolved and the hypersensitivity, female sexual dysfunction, endometriosis, depression, dyspareunia, fatigue, weight increased, cervical dysplasia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hypersensitivity, irritable bowel syndrome, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight 246 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones are described in patient¿s medical record; confirming- events pain, depression, dysmenorrhea, dyspareunia, fatigue, ibs worsened, weight gain, cervical dysplasia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Event 'she did not undergo essure confirmation test' was deleted. Laboratory data was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('psychological or psychiatric problems condition: pain/ pelvic pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included asthma, allergic rhinitis, sleep apnea, dvt prophylaxis, per vaginal bleeding, lymphadenopathy, axillary mass, pneumonia, arthritis, bronchitis, stomach ulcer, environmental allergy, sciatica, nausea, vomiting, dermatitis, hearing loss, peptic ulcer disease, back pain, neck pain, peripheral neuropathy, bladder disorder, adenoidectomy, myringotomy, breast reduction (breast reduction bilateral breast biopsy), polyneuropathy, nicotine dependence, adenomyosis, cervical cancer and paratubal cyst. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), endometriosis ("autoimmune disorder type of disorder : endometriosis"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs worsened"), cervical dysplasia ("other injury(ies) or complication cervical dysplasia") and urinary tract infection ("uti increase") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), salpingo- oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved, the hypersensitivity, female sexual dysfunction, endometriosis, depression, dyspareunia, fatigue, weight increased, cervical dysplasia and urinary tract infection outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain, cervical dysplasia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, hypersensitivity, irritable bowel syndrome, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones are described in patient¿s medical record; confirming- events pain, depression, dysmenorrhea, dyspareunia, fatigue, ibs worsened, weight gain, cervical dysplasia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received- previously reported event "injury to herself " updated to "hypersensitivity reaction", events- ¿apareunia, endometriosis ,infection (bladder/ urinary tract/vaginal) type: uti increase, pain, depression, dysmenorrhea, dyspareunia, fatigue, ibs worsened, weight gain, cervical dysplasia, abdominal pain, she did not undergo essure confirmation test ¿ added. Events outcome : ¿pelvic pain/ pain, abdominal pain, cramping¿ updated to ¿recovered/resolved¿ and ¿gastrointestinal or digestive system condition type: ibs worsened¿ outcome updated to ¿recovering / resolving¿. Reporter, reporter information, medical history, concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.